Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint received via medwatch states: "the patient was not receiving oxygen through the nasal prongs because they became disconnected from the main oxygen line that connects to the wall oxygen".(cont) no patient injury or necessary medical intervention was reported.

Event description:
Customer complaint received via medwatch states: "the patient was not receiving oxygen through the nasal prongs because they became disconnected from the main oxygen line that connects to the wall oxygen".(cont) no patient injury or necessary medical intervention was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.